Event description:
Meter had recently displayed the battery icon symbol. The pt had been feeling irritable and has been wetting themselves the last couple of days. The pt last tested and received a high reading in the mid 300's. Family member wanted to confirm the reading and tried to retest and meter displayed the battery icon. They then tested their family member on their sister's meter and received a reading in the 400's. Due to the high reading, their family member took their family member to the hosp where a blood glucose test, a urine test was taken. Their blood glucose was in the 400's and the pt was treated with valium for their "mental status" and was advised to continue to take their oral medication. The family member replaced the battery and the battery icon still appeared. Based on the info provided, there is no evidence of a serious injury, since the meter read high and the physician advised the pt to take their regular regimen. There is evidence of a malfunction, since the battery issue was not resolved.